Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer wore the pump with the screen inwards towards the body. Additionally, the customers blood glucose (bg) level subsequently decreased to 47 mg/dl due to overcorrecting with manual bolus. Customer did not take action to address bg. The customer continued to use pump for insulin therapy.